Event description:
Per the audiologist, the patient experienced a decrease in performance. The results of an integrity test done in 2008 indicated malfunction of the electrode portion of the implant. Reprogramming of the device did not alleviate the issues. Explant and reimplantation is planned, but had not been scheduled at the time of this report.